Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).

Manufacturer narrative:
(B)(4). One power supply board and one central processing unit (cpu) power supply harness were received for evaluation. Visual inspection was performed, and no anomalies were observed. Functionality tests were performed and a failure was confirmed for the power supply board. It was determined that the probable root cause was that during a software upgrade, the software download was interrupted before it was fully completed. After the software revision al020002 was downloaded the ventilator was connected to ac power. The ventilator power-up, and passed all tests, calibrations and operated within the manufacturing specifications.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the faulty battery and power management board to resolve the issue. The unit passed all tests. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the pb540 ventilator generated a "battery fault" error message. The patient was transferred to another ventilator. There was no reported patient injury.